Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced hyperglycemia. Customer¿s blood glucose levels were over 33 mmol/l, 11 mmol/l and 16 mmol/l at the time of incident. Customer was treated with insulin pump and manual injection. Customer did not allege insulin pump was under delivering. Customer was assisted with performing the high pressure test and the test results was passed. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.